Event description:
Caller reported a malfunction on the pump after it was knocked off a table. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.